Event description:
The original insulin pump was confirmed defective by medical staff at (B)(6) hospital. Tandem provided a replacement unit but gave no instructions on how to set it up or calibrate it. Because of that omission, the replacement pump did not deliver insulin. My daughter then required emergency hospitalization on (B)(6), 2025. The hospital bill for this care is $5,408.96, following insurance adjustments. Hospitalization due to defective tandem insulin pump. Reference report mw5176973. Pt code: 4582. Device code: 2588.